Event description:
The syringe was loaded to approximately 140ml. The injection site was the left antecubital vein and the rate of injection was 2 cc/sec. The eda patch was centered directly over the angiocath. The technologist started the injection with the nurse in the room and the pt palpating the arm. The nurse stopped the injector upon detecting swelling under the patch and estimated an extravasation of approximately 30-35 ml which the eda did not detect. The pt was treated with compresses and is doing fine. No further medical intervention was required.